Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The unit was analyzed and visual inspection did not reveal any damage. The instrument tips were manually manipulated, the tips opened and closed properly. Functional testing confirmed that the tips were able to open and closed as intended. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier jaws would not open and close. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while loading the clip onto the clip applier. The issue was related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The site used a back-up instrument. The instrument has been shipped. There are no photos and/or videos of this event available for isi review.

Event description:
Refer to h11 for follow-up information.